Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Despite reloading the same cartridge, the issue persisted, so support guided the caller through filling and loading a new cartridge using the correct technique. Loading a second cartridge resolved the issue, and the caller successfully resumed insulin delivery. No additional information was received regarding the outcome of the event beyond this resolution.